Event description:
The device was used during a laparoscopic cholecystectomy, the clips were scissoring prior to firing - as it would reload the clips would scissored. Pulled another device and proceeded without incident. There was no reported pt consequence.